Event description:
The customer reported an overinfusion with a secondary IV bag. There is no current report of any pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 07/09/2014. (B)(4). Log review only. The customer's report of an overinfusion with a secondary bag was not confirmed. The pump module event log shows there were three infusions programmed on (B)(6) 2014. The first infusion was programmed at 2:02 am at a rate of 643.333ml/hr with a vtbi of 965ml. The device alarmed three times for air in line, nad was channeled off after the third alarm. The second infusion was programmed at 3:15 am at a rate of 50ml/hr with a vtbi of 277.803ml. The device was paused and restarted several times and also alarmed twice for pt side occlusion. The device was channeled off at 3:23 am. The third infusion was programmed at 3:23 am at a rate of 50ml/hr with a vtbi of 226.46ml. The device was paused and channeled off at 4:05 am. A few seconds later the device alarmed for flo stop open. This alarm is the last entry for this device on (B)(6) 2014. The root cause of the customer's report of an overinfusion was not identified by the pump module event log alone. The pcu event log and dataset as well as details of the reported event were not provided by the customer. The IV tubing was discarded by the customer.